Manufacturer narrative:
The carefusion field service technician evaluated the ventilator and was unable to duplicate the issue. Checked transducers - no drift at all since last calibration. Unable to get unit to pass est with the customer's disposable circuits. Passed with field service circuits. Fixed minor leak and performed preventive maintenance.

Event description:
Patient involvement, no patient harm reported.

Manufacturer narrative:
(B)(4). Carefusion will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported that during setup the ventilator displayed circuit occlusion and extended high peak and stopped ventilating, the safety valve open and continuous audible alarm was present.